Manufacturer narrative:
Event date is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's implanted lead had migrated. As a result, the lead was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.